Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not power on. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) found that the powering on issues were related to the user interface and determined the user interface (ui) printed circuit board assembly (pcba) needed to be replaced. After replacing the ui pcba, the fse successfully completed a performance verification test (pvt) to confirm the resolution of the device issue. The investigation concludes that no further action is required at this time.